Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had noticeable spontaneous echo contrast. The activated clotting time (act) was 140 seconds. A watchman truseal access system (was) was advanced inside the patient. A non-boston scientific pigtail catheter was used and upon withdrawal of the pigtail, thrombus was noticed on the distal end of it. There was no thrombus noted on the was. Additional heparin was administered and the procedure continued. The procedure was completed successfully and a watchman laa closure device was implanted. The patient was stable and there were no immediate neurological deficits noted after the patient was woken up from anesthesia.